Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported inaccurate sensor readings. Customer also reported receiving two calibration errors and a change sensor error. Customer also reported large differences between sensor glucose and blood glucose readings. Blood glucose level was 133 mg/dl at the time of the call. No further information was provided.